Event description:
Device issue: difficult to position. Time of device issue: during the procedure. Adverse event: deployment of second stent. It was reported that the xact stent was deployed, but only covered the proximal segment of the lesion of the right internal/common carotid artery. A second xact stent was inserted, but was unable to cross the lesion due to the vessel angulation created by the 1st xact stent that was deployed. The delivery wire was not rigid enough to cross through the vessel angulation. After the wire was changed, a non-abbott stent was used to cover the distal segment of the target lesion. The patient was discharged the following day. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The product was not returned for analysis. Based on available information, a definitive cause for only covering the proximal segment of the lesion of the first stent could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.